Event description:
Patient #1: "the k-file broke while using on two patients. Patient 1: file broke in the root canal and was retrieved using irrigation and instrumentation, no harm done. X-ray taken to assure no parts in canal. No subsequent patient issues." (Patient 2 filed under MFR. Report #: 2523190-2013-00070).

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.